Manufacturer narrative:
During the subsequent site visit by the field service engineer (fse) the analyzer (alinity serial number ac02719) was inspected and the rear cover tension adjustment was performed. Return testing was not completed as returns were not available. A review of the analyzer service history identified no contributing factors to the current complaint. There have been no further occurrences of cover issues after the part adjustment was performed by the fse. The alinity ci series system operations manual provides information regarding proper and safe operation and mechanical hazards of the moving part. A review of the clinical chemistry systems tracking and trending data revealed no systemic issues or trends associated with the issue described in this complaint. Manufacturing documentation for the likely cause did not identify any issues associated with the complaint issue. Based on the investigation no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer reported the rear cover is not staying up on the alinity c analyzer. During maintenance, the instrument cover lid will slowly close. No injuries have occurred. No impact to patient management or user safety was reported.